Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate/repair the device.

Event description:
It was reported that prior to use the e360 ventilator wouldn't start up with the battery. There was no patient involvement.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.